Manufacturer narrative:
The investigation for the reported automated impella controller (aic) - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. The aic logs confirmed the reported failure. There was a battery failure alarm due to low pack voltage. The failure mode was reproduced on an engineering bench. The battery liquid crystal display indicator was blank for one of the batteries of the pair. Batttest showed cell 4 of battery 2 was critically depleted and battery 2 had cell imbalance. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure/imbalance causing a battery lockout. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm when the pump was turned on. The pump was plugged in and the battry was in the on position. A different outlet was tried but the alarm presisted. No clinical details regarding resolution or patient condition were provided.